Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown morphine drug (20 mg/ml at 4 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient's pump was replaced on (B)(6) 2026, and they were unable to fully aspirate and only got about 0.5 cc. Caller stated that they did a back table prime but it wasn't clear if they needed to also partially do a fill of the catheter. Caller said that the patient is now admitted to the hospital with possible withdrawals and is having a lot of vomiting. Agent reviewed considerations around volume delivered since pump update and the option to do a prime bolus. Catheter volume was 0.221 ml.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 15-may-2008, UDI#: (B)(4). Product ID: a810, serial/lot #: unknown, ubd: 15-may-2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.